Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the device would not start up properly due to an error, it was noted only that it took a long time to become operational, though it was further noted that a lot of system errors were found in the (B)(4) files. New software was installed and the unit passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would not start up properly due to an error message on its screen. The programmer was returned for service. No patient complications have been reported as a result of this event.